Event description:
It was reported that patient's atrial lead exhibited loss of capture. It was further noted from fluoroscopy that the atrial lead and previously electively capped right ventricular (rv) lead was dislodged due to twiddlers. Both leads were explanted and replaced. The patient was stable.